Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery/charger faults) was confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was contamination on the battery board and the y1 crystal oscillator was open. The cause of the inability to charge the battery packs is the contamination and open oscillator. The cause of the open oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.